Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced a low blood glucose level reported as "low"; specific value was not provided. Cause was unknown. Customer consumed carbohydrates to address bg. Reportedly, the customer continued to use pump for insulin therapy.